Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the suspected gi bleeding cannot be conclusively determined through this investigation. The evaluation of the submitted log file data confirmed pump stops, which appeared consistent with electrostatic discharge (esd) events. The controller event log file contained data spanning from 08mar2020 at 11:25:13 to 11mar2020 at 01:14:42, per the timestamp. From the beginning of the log file until (B)(6) 2020 at 01:23:30, the system operated above the low speed limit. On (B)(6) 2020, beginning at 01:23:30, a pump stop event was observed and lasted for approximately 4 seconds. This event had corresponding low speed hazard, low speed advisory, pump stop, low pump current and low flow fault flags, and was preceded by comm a and comm b faults. Similar pump stop events lasting approximately 3 seconds each were captured on (B)(6) 2020, and began at 22:34:34 and 23:37:34. These pump stop events were not preceded by comm a and comm b faults, but had corresponding low speed hazard, low speed advisory, pump stop, low pump current and low flow fault flags. All of the observed pump stop events appear consistent with electrostatic discharge (esd) events. Following these events, the pump appeared to have ramped up to the fixed speed without issue. The pump functioned as intended above the low speed limit for the remainder of the log file after the pump stop event beginning on (B)(6) 2020 at 23:37:34. No other unusual events were recorded. It was reported that the patient presented to the emergency department on (B)(6) 2020 with complaints of shortness of breath upon exertion, a yellow tinge to their skin, an increase in the frequency of daily bowel movements, and dark stool. Lab work revealed a hemoglobin of 4.4g/dl, an inr of 4.7, and a bun in the 60mg/dl range. The patient was found to have melanotic stool in the emergency room and the gastrointestinal department was consulted. The patient¿s anticoagulation regimen was discontinued and an 80mg bolus of proton pump inhibitors was administered. The patient continued to receive proton pump inhibits at a rate of 8mg per hour and received a total of 853ml of blood plasma and 3 units of packed red blood cells. An endoscopy was to be performed once the patient¿s inr fell below 2.5. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU and heartmate 3 lvas patient handbook provide information regarding electrostatic discharge and warn to avoid activities that could create static electricity. The labeling also explains all system alarms and the recommended actions associated with them electrostatic discharge is included in the safety testing and classification tables of both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2020 reporting shortness of breath upon exertion and skin with yellow tinge. Patient had noted increasing frequency in bowel movements as well as dark stool. Lab results revealed a hemoglobin of 4.4, an internal normalized ratio of 4.7, and blood urea nitrogen (bun) in the 60s. Patient was found to have melanotic stool in the emergency room and a gi was consulted. Anticoagulation was discontinued and a bolus of 80mg ppi was given. Ppi drip will be continued at 8mg per hour. Currently patient has been transfused a total of 853 ml of plasma and three units of packed red blood cells an endoscopy will be performed once patient internal normalized ration reaches below 2.5.